Event description:
It was reported that during an implant procedure, the right ventricular (rv) could not be fixed when it was placed on the right ventricle. The physician tried several times to replace the lead but was unsuccessful. Another rv lead was implanted to complete the procedure. The patient was stable.

Manufacturer narrative:
The lead was returned due to unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray examination noted the inner coil was overtorqued at the connector region, consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length was within specification.